Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported they just started using their implant (ins) today. When they tried to connect to mystim rc app they got system error code 0xd863696. Agent had the pt press restart. Pt said they were back on the mystim app when they hit connect it will say searching for communicator but was not progressing. Agent asked, and patient said they had charged their ins twice. During the call, agent had the pt start the ins charging session to check if the ins had charged. Agent walked the patient on how to connect to the recharger application. Pt confirmed the ins was 94% charged. Agent had the pt place the recharger back on the dock and close all app on the handset. Agent had the pt reset the communicator, and go to the mystim app and connect. Pt said they saw connecting but got stuck and not progressing, pt said it went to communicator not found. Agent had the pt power off the handset wait for a minute and power it back on. Pt said they don't know what happened the stimulation comes and goes. Pt said they had increased the stimulation up by one. Agent had the pt go back on the mystim app and connect. Pt confirmed they were able to connect and their therapy was showing on and they went and select group b. The troubleshooting steps that were taken on the call resolved the issue.